Event description:
During a breast biopsy, the probe was loaded into the holster and when initialized it made a loud grinding noise and then the probe failed. A second probe was used with the same result. The case was completed with no patient consequence.